Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 9 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was advised the issue was either the monitor or the power being supplied via the dc power connection. It was suggested to have a biomed engineer check the dc power voltages at the connector, if all present then issue was with the monitor and will need replacement as the oev-261h is discontinued for service. The device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer contacted the olympus technical assistance center (tac), to report the high definition lcd monitor had a no power indication. There were no reports of patient harm associated with this event.